Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evolutfx-34, serial/lot #: (B)(6), ubd: 21-may-2025, UDI#:(B)(4). Concomitant products: product ID: unknown valvuloplasty balloon; product lot/serial number: unknown; product type: valvuloplasty balloon product ID: unknown coronary stent; product lot/serial number: unknown; product type: coronary stent; implant date: (B)(6) 2023 product ID: unknown ECMO device; product lot/serial number: unknown; product type: unknown ECMO device product ID: unknown impella heart pump; product lot/serial number: unknown; product type: heart pump; implant date: (B)(6) 2023 select patient information cannot be included in regulatory report due to regional privacy regulations. Section ­h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve by experienced implanters of the ev olut platform, a pre-implant balloon aortic valvuloplasty was performed with a 22 mm balloon and was tolerated by the patient without any issues. While inserting the 18 fr delivery catheter system (dcs), the patient complained of pain. As a result, the medical team decided to continue the procedure under general anesthesia. The valve was repositioned two times. During the repositioning, the patient deteriorated hemodynamically. Upon the third implant attempt, the patient's condition continued to deteriorate and the valve was released under poor hemodynamics (implant depth approximately 5 to 6 mm). The patient's condition did not improve after the valve was released and cardiopulmonary resuscitation (CPR) was started. For stabilization, the patient was connected to extracorporeal membrane oxygenation (ECMO). Subsequently, an occlusion in the right main trunk coronary artery was observed, so the physicians quickly performed percutaneous coronary intervention and identified a dissection in the right main trunk. The physicians deployed a stent by means of "chimney." Under ECMO, the patient showed hemodynamic improvement when the stent was released. Due to the patient's condition, a non-medtronic heart pump (impella) was also inserted. The patient was transferred to the intensive care unit. Unfortunately, the patient did not recover and died during the night. The cause of death was reported to be decompensation.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: review of the device history record (B)(6) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No valve implantation procedure images were available for medtronic to review and the valve remained implanted, so it was not returned to medtronic for product analysis. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: the reported events of coronary obstruction, coronary dissection, intervention and death were assessed by medical safety. Upon review of the information provided, the primary event of right coronary obstruction, noted after valve deployment, after 2 recaptures/repositionings, leading to hemodynamic compromise, requiring cardiopulmonary resuscitation (CPR), extracorporeal membrane oxygenation (ECMO) impella placement and percutaneous coronary intervention (pci) and subsequently resulting in death, is assessed as unlikely related to the fx valve and delivery catheter system (dcs) and likely related to the procedure as the physician noted the valve did not cause the coronary occlusion but most likely was related to calcium. Upon review of the information provided, the secondary event of right coronary main trunk dissection, leading to stent placement, is assessed as unlikely related to the fx valve/system and likely related to the pci procedure for the coronary obstruction. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device instructions for use (IFU). As reported, the hemodynamic instability was a result of low cardiac output. Low cardiac output (hemodynamic issue) can be related to valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle (lv) dysfunction, etc.). The low cardiac output was likely a result of the reported dissection and occlusion. Vascular injuries such as dissection are known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the IFU, coronary occlusion is also listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). According to the physician, the cause of both of these adverse events was calcification. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. As reported, the patient death was due to the dissection and occlusion, secondary to calcium. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the patient's hemodynamic deterioration manifested as low cardiac output. The valve did not cause the right main coronary occlusion or the dissection within the artery. According to the physician, the cause of both of these adverse events was calcification.